Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. Surgical intervention was performed. Visual inspection confirmed that the lead was fully inserted and secured in the device header. The lead was tested on the pacing system analyzer (psa) with normal impedance values. The lead was attached to the device and high impedances were again observed. The device was explanted without incident. After pocket closure but before the patient was transferred to recovery, the rv impedances were observed to be high. The pocket was re-opened and the rv lead was explanted and replaced. Besides surgical intervention, there were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. Surgical intervention was performed. Visual inspection confirmed that the lead was fully inserted and secured in the device header. The lead was tested on the pacing system analyzer (psa) with normal impedance values. The lead was attached to the device and high impedances were again observed. The device was explanted without incident. After pocket closure but before the patient was transferred to recovery, the rv impedances were observed to be high. The pocket was re-opened and the rv lead was explanted and replaced. Besides surgical intervention, there were no adverse patient effects.